Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the xenon light source front panel switches were not functioning. The issue occurred, during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.